Event description:
It was reported that a patient underwent an unspecified breast surgery when a mentor memorygel boost resterilizable gel sizer device was accidentally implanted into the patient. The clam shell was not visible to the surgeon and it did not state sizer on it. The lid for the sizer appeared identical to that of the one for the breast implant. As a result, the patient underwent explantation of the sizer the following day. The surgeon desired that there was something that made the packaging for the sizer more distinguishable from the packaging for the breast implant. It was also stated that it would be helpful if the sizers were different colors than the breast implants.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: sizer was accidentally implanted because it too closely resembled corresponding breast implant. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).